Event description:
The customer stated patient samples generated falsely elevated results for the architect ca19-9xr reagent using lot 08852m500. The results showed discrepancies between the recall lot and other non-recall lots (08056m500 and 06086m600) with a shift of 53%. The customer provided data from one patient. The patient was monitored with a result of 107.3 u/ml using lot 08852m500 compared to previous results of 69 u/ml ((B)(6) 2012), 58.51 u/ml ((B)(6) 2012) and 41.76 ((B)(6) 2012) the customer ordered a new lot (10727m500) in order to resolve the issue. The patient sample was tested with this lot with a result of 40.2 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.